Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report, the port on the back of the unit was loose. Found yc connector on dp board loose causing loss of yc signal when wiggle the yc cable. This event is still under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was further reported by the customer that the the port on the back of the unit is damaged or loose, and they are getting intermittent image loss which has been getting worse. The problem was found during preparation for use.

Manufacturer narrative:
The following fields were updated: b3, b6, h2, h4, h6, h10. This supplemental report is being submitted to provide the results of the manufacturer's investigation. A review of the device history record (DHR) was conducted as part of this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The cause of the loss of image was determined to be the loose cable connector. However, the root cause of this issue could not be established. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This complaint is under investigation. A supplemental report will be submitted when additional information is received.

Event description:
It was reported the customer was experiencing intermittent image loss on their evis exera iii video system center. No patient involvement was reported.